Event description:
Harmonic ace did not function when the activation switch was pressed.what was the original intended procedure?laparascopic roux-en-y gastric bypass.device #1is this a laboratory device or laboratory test?no.